Manufacturer narrative:
The reported event for high impedance was confirmed. As received, the octrode lead was complete. Microscopic inspection identified multiple broken wires within the lead; consistent with overstress condition that the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-01880, 3006705815-2021-01884. It was reported that the patient's system was unable to be placed in MRI mode due to high impedance. As a result, the ipg and one lead were explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.